Event description:
The caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to perform several troubleshooting steps, but the pump screen remained unresponsive, and the battery would not charge. The caller confirmed that tandem charging supplies were used, and the pump stayed plugged into a functioning outlet for at least 30 minutes with no success. The caller mentioned having alternative charging equipment but did not have it available during the call, and was advised to contact support when they could proceed with further troubleshooting.